Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: "lo" mg/dl and 66 mg/dl. On a different day, the customer received the following results on the compact plus system within 10 minutes: "lo" mg/dl and 168 mg/dl. No adverse event reported. The "lo" mg/dl result, which on the system indicates a result of less than 20 mg/dl. Return of the suspect device was requested for evaluation.